Manufacturer narrative:
The insulin pump alarmed a64 during the self test due to faulty electrical component on the radio frequency board. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a64. Customer's blood glucose was 100 mg/dl. The customer stated alarm did not occur during the rewind/prime sequence. The customer was advised to program a easy bolus into the air and bolus amount was recorded in the bolus history. Customer stated ta temp basal was not programmed before the alarm occurred. The customer was advised that the device would be replaced.